Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results with one patient while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 68/8800 systems. The alleged sample initially generated sars-cov-2 positive and influenza a and b negative results with the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas liat system. The same sample was retested on the cobas 6800 and generated a negative result for sars-cov-2. A new sample was collected and tested on two separate cobas liat analyzers, generating a negative result for all targets each time. The positive result was reported to the medical staff. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Manufacturer narrative:
There is no indication the product is not performing as intended. The discrepancy alleged is likely due to sample and/or site-specific factors. The negative results were repeatable and generated across multiple different platforms. Potentially there could have been an issue like contamination related to workflow/ collection for the initially collected sample that could have resulted in the discrepant result generated. B6 and b5 updated with additional retest on cobas 6800 for newly collected sample. Added component and evaluation method codes. Updated evaluation result and conclusion codes per investigation conclusions.

Event description:
The alleged sample initially generated sars-cov-2 positive and influenza a and b negative results with the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas liat system. The same sample was retested on the cobas 6800 and generated a negative result for sars-cov-2. A new sample was collected and tested on two separate cobas liat analyzers, generating a negative result for all targets each time. The same newly collected sample was retested on the cobas 6800 and generated a negative result for sars-cov-2.